Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 200.5040 on (B)(4), unit. Technical support- 1. Tech has error code 200.5040 on 8100 unit (B)(4). Has to do with pump software version is not compatible with the software flash into the pc unit. (B)(4). Tech didn't have flash files onto his asm v12. 4. He locate poc cd for v9.19 walk tech through each steps saving flash files onto new folder 5. Next walk tech through steps import flash file onto his profile onto asm into his firm wire complete. 6. Next walk tech to start flashing (B)(4), unit once it start let tech know it will take about 15 to 20mins. Let it once complete 7. Power 8015 off then back on in normal mode made the flash took on pump and resolve the issue. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device had the error code 200.5040. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had the error code 200.5040. There was no patient involvement.